Event description:
I had pink eye for approx one month. Evertyime it would clear up I would go to use my contacts and would become reinfected. I believe it might be attributed to the use of renu saline as it was the only common factor during the time that I had the infection. I had tried new contacts during the time I had pink eye but I still could not kick it. Abated after use stopped.